Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was not configured to stop and cut the paper as expected, and the printed labels appeared excessively dark, which may prevent nursing staff from accurately scanning them. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that labels were printing too dark and the internal thermal printer was not functioning. A technical support specialist (tss) performed remote troubleshooting, reinstalled zebra drivers, and reset configurations using knowledge article "zebra printer no longer printing - upgrade", but initial testing showed a paper-out error and later a universal serial bus (usb) printing support issue with usb 3.0. The internal thermal printer was identified as not set as default and was reconfigured, after which it functioned correctly. Zebra printer issues persisted, requiring field service engineer (fse) dispatch. The fse adjusted the printer darkness settings increased from 15 to 25, resolving the scan ability issue, and successful test prints were confirmed by the pharmacist. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.